Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent low glucose while using the ilet pump, with glucose levels reportedly below 40 mg/dl, despite completing a fasting range assessment with a trainer, adjusting target ranges, and using oral glucose tablets; the user follows a ketogenic diet, had increased physical activity at work, found the pump disruptive to job duties, and has since discontinued pump use. Symptoms included hypoglycemia. Outcomes included a serious injury/illness/impairment classification due to the severity of the low glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.